Manufacturer narrative:
No patient involvement. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing set separated at the drip chamber during priming. There was no patient involvement.

Event description:
It was reported that the tubing set separated at the drip chamber during priming. There was no patient involvement.

Manufacturer narrative:
Additional information provided: d.10 the customer's report that the tubing set separated at the drip chamber was confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement of the drip chamber and tubing components. No other anomalies were observed. Examination under magnification of the separated tubing end observed insufficient to no solvent traces. Dimensional analysis of both a tubing area near the separated tubing end and drip chamber spigot were observed to be within specification. The root cause of the separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The device history record for set model 2426-0500 could not be conducted due to no lot number being provided.